Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, the device was being used but the clips kept getting stuck in the device and the surgeon was not able to use it. Another stapler was obtained and used to complete the procedure. There was no patient injury.